Event description:
Procedure: lap chole. According to the reporter: during removal of the gallbladder, the metal ring separated from the device nad was removed from the pt cavity. No further issue was noted. The device was replaced and the case was continued.

Manufacturer narrative:
(B)(4). (B)(4).